Event description:
Event description guidant received information that when attempting to get access to the coronary sinus during a cardiac resynchronization therapy defibrillator (crt-d) implantation procedure, a perforation was suspected due to the access technique. The patient cardiac arrested and transferred to the operating room whereby the small perferation in the back of her heart was successfully repaired and implantation of the system was resumed in the or. The 0138 lead was removed as a precautionary measure to guard against infection and a new lead was implanted instead. There were no allegations against this 0138 lead as it was never tested. The team felt that it would be advisable to remove this lead to avoid possible infection in lieu of the transportation of the patient between the cath lab and the or suite.